Event description:
In 2008, a customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the home choice (hc) display during dwell 2 of 3. The home patient and the bags were connected. The supply bag was empty. The technical service representative (tsr) assisted the home patient's wife in explaining and clearing the alarm. The home patient's wife will contact the rn to inform of the air detected. The tsr was unsure how or if the home patient will finish therapy. No patient injury or medical intervention was indicated at the time of the initial report. On the following month, in a follow up to a system error 2240 alarm, the home patient's nurse indicated that the home patient developed peritonitis three weeks after the reported alarm. The home patient was not hospitalized. The home patient had severe abdominal cramping, chills, nausea and very cloudy effluent. The home patient culture did not show any growth, but the white blood cell count taken on three days prior to original date, was at 2680 at 81% neutrophils. There was a white blood cell count taken three days later that showed 452 at 37% neutrophils. The home patient was treated with 2000mg of ceftazadime and 2000mg of cefazolin intraperitoneal daily for 14 days. The home patient has since recovered. The home patient's nurse stated that the home patient seems to rush through his set up; therefore, possibly missing a step. The home patient's nurse believes that there was a break in the aseptic technique.

Manufacturer narrative:
The home patient discarded the sample, and so no follow-up can be conducted.